Event description:
A report was received from a female patient who underwent cataract surgery and was implanted with a za9003 22.0 diopter intraocular lens in her left eye. According to the patient, her physician stated the lens opened upside down and her eye was damaged causing retinal detachment and she has lost vision in her left eye, it is the fault of the lens. Additional information was provided by the patient. Pre-op measurements: -1.00 sphere, -1.00 cylinder, (axis not provided) 6/12 visual acuity. Post-op measurements: +3.50, 0.00, 6/60. Operation took one hour forty minutes to set the lens. After consulting with an expert; she was operated on for blood removal and fixing of retinal detachment. (Date of procedure not provided).

Manufacturer narrative:
Date of explant - field is not completed as it is unknown if the lens remains implanted or has been explanted. Occupation of the initial reporter is unknown/not provided. (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Additional information new information was received in follow-up by the abbott medical optics (amo) sales person with the implanting doctor. The patient had recently visited the implanting doctor, and the doctor found the patient's vision to be normal. Per the implanting doctor, there was no retinal detachment. He further clarified that during the implant procedure, there was a lens unfolding issue due to which he took out the lens and re-fixed it correctly. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations in the manufacturing were in compliance with manufacturing procedure specifications. No deviation or nonconformance was found related to the complaint type reported. All pertinent information available to the manufacturer has been submitted. Placeholder.